Manufacturer narrative:
The hill-rom tech found the coil assembly was damaged and needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010 to 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the coil assembly to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from the account stating the head of bed would self-run to the up position. The bed was located in the bed shop at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).